Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms and "squeaking" noises while supporting a pt. The customer also reported that the pt was engaged in minimal activity and movements. The pt was subsequently switched to the backup freedom driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because although the freedom driver exhibited intermittent fault alarms and noises, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms and "squeaking" noises while supporting a patient. The customer also reported that the patient was engaged in minimal activity and movements. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. Freedom driver s/n (B)(4) was returned to syncardia for evaluation. Visual inspection of the exterior of the driver revealed no abnormalities. Visual inspection of the interior of the driver revealed damage to the main printed circuit board assembly (pcba), as well as abrasions on the primary motor pcba. The root cause is unknown but the damaged observed is consistent with an impact shock, which is also evidenced by the physical damage observed on the driver. Review of the alarm history (eeprom) data confirmed that the driver did not record a permanent fault alarm while supporting the patient. Intermittent, recoverable, and battery alarms are not recorded in the eeprom. The driver passed all test requirements, including testing at normotensive and hypertensive settings, with no anomalies or alarms. The freedom driver performed as intended, and there was no evidence of a device malfunction. The customer reported issue was not duplicated and the root cause could not be determined. The main pcba, speaker pcba, piston cylinder assembly (pca) and motor/gearbox assemblies, were replaced. The driver was serviced and passed all final performance testing. Despite the customer-reported intermittent fault alarms and noise, risk to the patient was low because the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.